Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seeing por; patient confirmed their ins was not low nor did they recently have an MRI.